Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Method code(s): device work order search. Result code(s): a device work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 17.5 preloaded injector. Prior to implantation, the lens became stuck in the cartridge/injector. Lens was not implanted and there were no adverse events reported.

Manufacturer narrative:
Device evaluation - the product was returned in device tray with the lens stuck in cartridge. Visual inspection found no visible damage to device. (B)(4).